Manufacturer narrative:
Date rec'd by MFR: 06jun2019. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2019-02524 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the nurse call connector was broken and the customer required assistance replacing the main board. There was no patient involvement.